Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator was explanted due to high lv threshold and low lv impedance. The physician decided to replace before eri due to patient¿s dependency. The patient was stable throughout.

Manufacturer narrative:
The reported field events of low lv lead impedance and inadequate capture were not confirmed in the lab. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, pacing, sensing, impedance, hv output, hv shock, and patient notifier were tested on the bench. No anomaly was detected.